Event description:
User received discrepant d-dimer result for one sample used for a lot to lot correlation. The sample initially reported 354 ng/ml and repeated on another analyzer as 448 ng/ml. No sample results were reported as samples were tested only to verify lot to lot performance. Troubleshooting revealed the issue is believed to be a result of issues with sample handling technique and expected lot to lot variation.